Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using an 14f amplatzer torqvue delivery system. The patient underwent a left atrial appendage occlusion (laao) procedure, with a known small baseline pericardial effusion present prior to the start of the procedure. During the procedure, two transseptal punctures were performed; the first puncture was high and posterior, and after advancing the wire and dilator tip into the left atrium, the position was deemed too high and the system was withdrawn into the right atrium. A second transseptal puncture was then performed at an inferior and posterior location. After exchange of the transseptal sheath for the delivery sheath, a localized pericardial effusion measuring greater than 1cm was identified, located posteriorly and adjacent to the right ventricle, and was associated with a drop in pressures. Right atrial lateral wall collapse was observed, and the physician concluded the patient was progressing toward cardiac tamponade, prompting early intervention to avoid further instability. A decision was made to perform pericardiocentesis. The physician proceeded with implantation of the 25¿mm amulet device, which was completed with a single deployment and without difficulty. Pericardiocentesis was then performed without complication, resulting in a return of pressures to baseline, and a pericardial drain was left in place. The patient had an activated clotting time greater than 250 seconds and had received heparin during the procedure, with subsequent administration of protamine after device release. The patient was not taking anticoagulant or antiplatelet therapy prior to or at the time the effusion was detected. The patient was monitored overnight in the intensive care environment for closer observation and left the procedure in stable condition. The procedure included one sheath exchange in the left superior pulmonary vein over a versacross wire. It was later assessed by the physician that the pericardial effusion was most likely caused on the right side of the heart, potentially related to the intracardiac echocardiography (ice) catheter or the transseptal system, neither of which were abbott products, nor the user did not believe an abbott device contributed to the pericardial effusion.